Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse") and migraine ("severe migraines"). The patient was treated with surgery (endometrial ablation on (B)(6) 2016). At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia and migraine outcome was unknown. The reporter considered genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia and migraine to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-jan-2017: legal claim received - medical intervention information was added. Company causality comment: this spontaneous case report under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and shortly after implantation she had heavy bleeding. This event, interpreted as genital bleeding is anticipated in the reference safety information for essure. Considering that essure may cause bleeding and there is no alternative explanation, a causal relationship with essure cannot be excluded. After last follow-up information, this case was regarded as incident since intervention was required (endometrial ablation). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. After last follow-up information, an update of ptc investigation is expected. Further information form reporters will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included motor vehicle accident in 2005, depression, bladder infection, kidney infection and anxiety disorder. Concurrent conditions included burning sensation, neck pain, shoulder pain, cough, dyspnea, flank pain, dysuria, fever chills, nausea, pyelonephritis, painful urination, lumbago, numbness, degenerative disc disease, arthralgia, pain ankle, intramural leiomyoma of uterus, benign polyp of uterus, dysmenorrhea, dysfunctional uterine bleeding, vaginal bleeding, nausea and headache. Family history included heart disease, unspecified, stroke, allergy nos ((brother, mother),), asthma (mother), diabetes (mother) and hypertension (mother). Concomitant products included naproxen and oxycocet (percocet) for pain. In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse);"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), pelvic pain ("pain") and weight decreased ("weight loss"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), depression ("depression"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines/migraines / headaches"), vaginal discharge ("vaginal discharge"), kidney infection ("kidney infection"), urinary tract infection ("urinary tract infection") and headache ("headaches"). The patient was treated with surgery (endometrial ablation on (B)(6) 2016). At the time of the report, the uterine haemorrhage, genital haemorrhage, dysmenorrhoea, depression, fatigue, weight fluctuation, dyspareunia, migraine, hormone level abnormal, vaginal haemorrhage, bladder disorder, urinary tract disorder, nausea, pelvic pain, vaginal discharge and weight decreased outcome was unknown, the abdominal pain, kidney infection and urinary tract infection had resolved and the back pain, menorrhagia and headache had not resolved. The reporter considered abdominal pain, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, kidney infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.77 kgs. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion "concerning the injuries reported in this case, the following one was reported via social media :abnormal uterine bleeding most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet, new reporter information, essure start date update, lab data new events hormonal changes, abnormal bleeding (vaginal, menorrhagia) and bladder or urinary problems or changes were added and events dates were updated.the event migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain; vaginal discharge, kidney infection, weight loss, urinary tract infection. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included motor vehicle accident in 2005, depression, bladder infection, kidney infection and anxiety disorder. Concurrent conditions included burning sensation, neck pain, shoulder pain, cough, dyspnea, flank pain, dysuria, fever chills, nausea, pyelonephritis, painful urination, lumbago, numbness, degenerative disc disease, arthralgia, pain ankle, intramural leiomyoma of uterus, benign polyp of uterus, dysmenorrhea, dysfunctional uterine bleeding, vaginal bleeding, nausea and headache. Family history included heart disease, unspecified, stroke, allergy nos ((brother, mother),), asthma (mother), diabetes (mother) and hypertension (mother). Concomitant products included naproxen and oxycocet (percocet) for pain. In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse);"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), pelvic pain ("pain") and weight decreased ("weight loss"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), depression ("depression"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines/migraines / headaches"), vaginal discharge ("vaginal discharge"), kidney infection ("kidney infection"), urinary tract infection ("urinary tract infection") and headache ("headaches"). The patient was treated with surgery (endometrial ablation on (B)(6) 2016) and surgery (endometrial ablation on (B)(6) 2016). At the time of the report, the uterine haemorrhage, genital haemorrhage, dysmenorrhoea, depression, fatigue, weight fluctuation, dyspareunia, migraine, hormone level abnormal, vaginal haemorrhage, bladder disorder, urinary tract disorder, nausea, pelvic pain, vaginal discharge and weight decreased outcome was unknown, the abdominal pain, kidney infection and urinary tract infection had resolved and the back pain, menorrhagia and headache had not resolved. The reporter considered abdominal pain, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, kidney infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.77 kgs. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. "Concerning the injuries reported in this case, the following one was reported via social media :abnormal uterine bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included motor vehicle accident in 2005, depression, bladder infection, kidney infection and anxiety disorder. Concurrent conditions included burning sensation, neck pain, shoulder pain, cough, dyspnea, flank pain, dysuria, fever chills, nausea, pyelonephritis, painful urination, lumbago, numbness, degenerative disc disease, arthralgia, pain ankle, intramural leiomyoma of uterus, benign polyp of uterus, dysmenorrhea, dysfunctional uterine bleeding, vaginal bleeding, nausea and headache. Family history included heart disease, unspecified, stroke, allergy nos ((brother, mother),), asthma (mother), diabetes (mother) and hypertension (mother). Concomitant products included naproxen and oxycocet (percocet) for pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse") and migraine ("severe migraines"). The patient was treated with surgery (endometrial ablation on (B)(6) 2016) and surgery (endometrial ablation on (B)(6) 2016). At the time of the report, the uterine haemorrhage, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, uterine haemorrhage and weight fluctuation to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media :abnormal uterine bleeding . Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Event abnormal uterine bleeding is added. Lot number added. Historical drugs & conditions , concomitant condition and drugs are added. Product , patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse") and migraine ("severe migraines"). The patient was treated with surgery (endometrial ablation on (B)(6) 2016). At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia and migraine outcome was unknown. The reporter considered genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia and migraine to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 23-may-2017: no further information was received for this case. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.